Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from a company representative (rep) stated that the pump has been giving non-critical alarms for early replacement indicator (eri), eventhou it was implanted just 10 months ago. The technical service (tss) asked flow rate of the pump, but it was unknown. The tss also reviewed that the pump date/time was grabbed from programmer at time of update so if date/time was off by years in the future it could potentially think pump has reached eri. However, the eri reads 2024-09-25 and replace by 2024-12-24. The rep will either have physician call or he will go into the clinic and call back. The tss provided requested we get tablet logs to look at the issue further. Caller stated physician scheduled a dye study and a replacement surgery just to be safe. Additional information from a company representative (rep) requested further information regarding what was discovered in the tablet log he submitted. The agent will have the technical services he spoke to call him back.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl (na mcg/ml at na mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated that for the past couple of weeks they has been hearing the pump alarm. The patient stated that they saw service code 86, elective replacement interval (eri) notification on their controller nine months after implant. The patient was redirected to their healthcare provider to further address the issue. The patient has an appointment with their healthcare provider on the 15th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) via the healthcare provider (hcp) reporting that the patient was taken to the operating room today to replace the existing pump. New pump was attached to the existing catheter. Existing catheter was aspirated successfully. No changes to catheter length/volume. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient was receiving 1000mcg/ml fentanyl at 151mcg/day, plus personal therapy manager (ptm) dosing of four 15mcg boluses per day. The eri was premature and the cause of the eri was not determined. A replacement was scheduled unless the manufacturer determined that it was a software issue instead of a hardware issue.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep stated that the physician texted them and said the patient had been non-critically alarming for the elective replacement indicator (eri), but pump was implanted only ten months. The rep did not know any other information nor were they with physician or patient for further troubleshooting. The manufacturer's technical services specialist (tss) asked flow rate of pump just to be sure and the rep stated this physician was usually pretty conservative. Tss also reviewed that the pump date/time is grabbed from programmer at time of update so if date/time was off by years in the future it could potentially think pump has reached eri, but the rep stated the eri read on (B)(6) 2024 and replace by on (B)(6) 2024. The rep stated that they would either have physician call or they would go into the clinic and call back. Tss provided case number and requested we get tablet logs to look at the issue further. The rep provided tablet logs. The rep stated that the physician scheduled a dye study and a replacement surgery just to be safe. The rep called back and was wondering about what was found on the tablet logs they sent in. Tss discussed with the rep that an engineer would be looking at this information. Tss discussed with the rep that the previous tss they had been speaking to would call them back.

Manufacturer narrative:
H3. Analysis identified the pump had reached eos due to voltage; however, could not determine the cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative the pump has reached the end of service (eos) as of this morning. Reviewed then it would be stopped and cannot be restarted, and pump would need to be replaced to resume therapy. Also reviewed warranty. The rep was not sure what drug was in the pump. He thought it could be fentanyl or morphine. Reviewed off-label drug could affect warranty.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: eval code conclusion updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.